Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the tip of the biosure broke during employment. All the pieces were removed from the patient with surgical instruments. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported. The back up device was used in the originally bone hole, no voids were left in the patient.

Manufacturer narrative:
H2: additional information ¿b5¿ h3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The device has the distal tip fractured, there are cracks running laterally down the device. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the tip the biosure anchor broke during deployment. All the pieces were removed from the patient with surgical instruments. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported. Bone quality was good, the back up device was used in the originally drilled bone hole, no voids were left in the patient. Instrument used to prepare the insertion site was a s&n: 25mm, tunnel size: 7mm. The site was cleared of all debris. Patient status is good stable.